Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1004. The physician was informed about the low shock values. Inappropriate therapy was noted as well as insulation damage and a competitor lead fracture. A revision will be performed of the whole system. No adverse patient effects were reported. Additional information noted that a revision took place. Upon opening the pocket it was noted that the competitor lead was damaged. The device was explanted and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt of this crt-d visual inspection noted no anomalies. A review of the device memory found that the competitor shock lead shorted on october 14, 2017 and immediately after reported the charge time was exceeded. The shock into a shorted condition was due to a damaged competitor lead which damaged the plasma fuse which will not allow the device to charge.